Event description:
The ventilator shut down when the facility lost power. The customer reported the ventilator was in use on a patient, and there was no harm. The backup battery was depleted, and the backup alarm did not sound when the ventilator shut down. The backup alarm did start sounding at a later time. The customer reported the intermittent alarm was due to a loose screw which connects a lead to the alarm. The screw was tightened to correct the problem.

Manufacturer narrative:
Per the esprit operators manual, backup battery option, "there is a great deal of variability in the power consumption of the ventilator depending on altitude, ventilator settings, and the age and amount of charge on the backup battery. These parameters will determine the exact amount of time the ventilator can operate from the backup battery." The ventilator must be plugged into an ac source to charge and/or maintain a charge to the battery.